Event description:
It was reported that the patient experienced a cerebral vascular accident. It was reported via social media that "during the procedure the physician perforated the patients heart and the patient had a cerebral vascular accident. The patient is in a nursing home now."